Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 at 11:30pm, the patient was sleeping and was woken up by the cgm alert reading was 92 mg/dl. The patient set her low alert higher than 80 mg/dl (about 100 g/dl) to give her enough time to treat herself as the patient experiences fast decreasing bg. There was no bg taken at that time. On the way to treat herself, the patient felt light-headed and she passed out an fell on concrete floor, bruised her chin and her face. Her sister found her unconscious. The patient could not provide how long she had been unconscious but when her sister found her, she regained consciousness and was feeling disoriented, dizzy and slurred speech. Her sister treated the patient with protein drink and some peanut butter. No bg taken at that time. Her sister drove the patient to emergency room and arrived there at about (B)(6), 12:30 am. Upon arrival at emergency room, they the bg reading was 158 mg/dl (after treatment at home). She couldn´t recall what was cgm reading at that time. They treated the patient with IV fluids and the patient was diagnosed with dka. It was not clarified why the patient was diagnosed with dka during a hypoglycemic even and with a bg in normal range after the treatment. Another test said that was experiencing diverticulitis (not related to dexcom). They provided an ice pack and tylenol to treat bruise on chin and hematoma in face when she fell down. She stayed for less than 24 hours until she was discharged on (B)(6), 3:00 pm. Before her discharge, last bg was 158 mg/dl and there was no cgm reading remembered. At the time of the report the patient was better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.